Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported issue is confirmed. The root cause is a failed chiller module. The device was evaluated upon receipt. The chiller compressor was found to have failed. The chiller was replaced. It was reported that the power inlet module and main voltage circuit card were melted. The power inlet module and main voltage circuit card were replaced. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. Review of the DHR did not indicate any manufacturing nonconformance that could have caused and/or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions can be taken. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the power inlet module and main voltage circuit card were melt. They replaced these two parts with new ones, but the chiller compressor was still unusually hot. This unit was sweltering during working than other arctic sun units, there might be some problem in the chiller assembly. Per review of wo on 12dec2025, device was used on patient. No patient was hurt. Replaced the unit by another arctic sun.